Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer resolved the issue by changing the cartridge and resuming insulin use. No further assistance was needed, and the case was closed by technical support.